Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The us complainant had admitted a patient found down in the field and getting cardiopulmonary resuscitation. The st elevated myocardial infarction prompted percutaneous coronary intervention and the use of the cp pump. The pump was placed but the limb became ischemic. The team attempted a femoral-femoral bypass but that sheath placement failed and so surgery was consulted. The pump remains on for support to date.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.